Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. It is unknown which lead was replaced. Hence, both leads are being reported.

Event description:
Related manufacturer reference number: 3006705815-2021-02375. It was reported that the patient experienced ineffective therapy. Patient reported that patient felt stimulation in certain positions, and will not feel it in others. Reprogramming did not resolve the issue. Diagnostics revealed high impedance on the left lead. As such, surgical intervention took place wherein the left lead was explanted and replaced addressing the issue.